Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the avalon fm30 fetal monitor alerts do not work. The device was not in use on a patient at the time of the event.

Event description:
The customer reported that the avalon fm30 fetal monitor screen leg is broken and the alerts do not work. The device was not in use.